Event description:
It was reported that the vns patient was experiencing shocking sensations in his abdomen that travelled up to his chest. The patient¿s device was tested during an office visit on (B)(6) 2014 and diagnostic results showed lead impedance within normal limits (impedance value ¿ 4272 ohms). The patient¿s device was disabled on (B)(6) 2014. It was noted that the patient was unable to tolerate stimulation on-times with the output current programmed greater than 0.25ma. The nurse stated that the patient¿s pain may not be related to vns.